Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process due to a corroded motor home switch. The unit had a minor scratched liquid crystal display window, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump sustained cracks near the reservoir window. The caller did not know the blood glucose reading. The customer was advised to replace the insulin pump and agreed to return the device for analysis.